Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's ventricular tachycardia (vt) storm, a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). In addition, there were some dropped beats noted on episodes. However, the implantable cardioverter defibrillator (ICD) system appeared to be currently functioning as programmed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.